Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, requiring an extended press before the screen would wake, consistent with a button unresponsive issue associated with the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with the sleep/wake switch, aligning with a key or button not working and implicating the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.